Manufacturer narrative:
Evaluation summary: post market vigilance led an evaluation of the device. The visual inspection of the returned product noted that the reload had a full staple complement. Functionally, the reload was loaded into pmv representative instruments and applied to test media. All staples were placed properly and the test media was cleanly transected. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. This event was previously reported to the FDA on a summary report and is now being submitted on a 3500a per FDA request. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a laparoscopic assisted distal gastrectomy (ladg) procedure. The reload was connected to the adapter and the jaws were closed for checking. However, the tip of the jaws were still opened and could not fully close. The event occurred during the procedure but the product was not used on the patient. Replaced by a new reload and the procedure was completed. There was no patient harm. The status of the patient is no problem.